Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system was unable to boot up. Upon troubleshooting the philips field service engineer (fse) checked the system onsite and found that test point 12 volts dc on back of power tray was not present and confirmed issue with the power tray. To resolve the issue, the fse replaced the powertray. The defective part was sent for analysis, for powertray malfunction was observed and the failure was found to be bottom pins have no voltage output and identifies as a electrical defect. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.